Event description:
The patient was undergoing a right laparoscopic nephrectomy for a renal mass. The plastic sleeve on the scissor tip cracked inside the patient. The surgeon was unable to verify that he removed all the pieces from the patient's abdomen. As this is the second incident in a week, all scissor tips were removed from the or shelves and staff was directed to use disposable laparoscopic scissors. Follow up reveals: the manufacturer is aware of the problem and is in the process of working on a solution.